Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of (B)(4) clinical study. This complaint is being reported based on an upper respiratory tract infection treated with antibiotics. On (B)(6) 2012, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. On (B)(6) 2012, the patient experienced an adverse event of asthma aggravated. Following the procedure, the patient presented with a symptom of wheezing. No medical intervention was required. This event resolved on (B)(6) 2012. Additionally, on (B)(6) 2012, the patient experienced the adverse event of upper respiratory tract infection. The patient presented with a fever (<38c) and coughing. His symptoms were treated with azithromycin (250 mg) from (B)(6) 2012. On (B)(6) 2012, the fever and coughing stopped and the adverse event of upper respiratory tract infection was resolved. On (B)(6) 2012, the patient experienced an adverse event of asthma aggravated. The patient presented with symptoms of increased shortness of breath, rib pain, and a productive cough. His symptoms were treated with a prednisone taper (60mg) from (B)(6) 2012, and robitussin dm starting on (B)(6) 2012 and is reported to be continuing. This event of asthma aggravated resolved on (B)(6) 2012. No hospitalizations or emergency room visits occurred as a result of these events. Baseline spirometry values: visit date: 12 march 2012 pre-bronchodilator fev1: 3.18 fev1 % predicted: 85.25 fvc: 4.17 fvc % predicted: 87.79 post-bronchodilator fev1: 3.14 fev1 % predicted: 84.18 fvc: 4.25 fvc % predicted: 89.47

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. This complaint is being reported based on an upper respiratory tract infection treated with antibiotics. On (B)(6) 2012, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully using this catheter. No issues were noted with the device. On (B)(6) 2012, the patient experienced an adverse event of asthma aggravated. Following the procedure, the patient presented with a symptom of wheezing. No medical intervention was required. This event resolved on (B)(6), 2012. Additionally, on (B)(6) 2012, the patient experienced the adverse event of upper respiratory tract infection. The patient presented with a fever (< 38 c) and coughing. His symptoms were treated with azithromycin (250 mg) from (B)(6) 2012. On (B)(6) 2012, the fever and coughing stopped and the adverse event of upper respiratory tract infection was resolved. On (B)(6) 2012, the patient experienced an adverse event of asthma aggravated. The patient presented with symptoms of increased shortness of breath, rib pain, and a productive cough. His symptoms were treated with a prednisone taper (60mg) from (B)(6) 2012, and robitussin dm starting on (B)(6) 2012 and is reported to be continuing. This event of asthma aggravated resolved on (B)(6) 2012. No hospitalizations or emergency room visits occurred as a result of these events. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.18, fev1 % predicted: 85.25, fvc: 4.17, fvc % predicted: 87.79. Post-bronchodilator: fev1: 3.14, fev1 % predicted: 84.18, fvc: 4.25, fvc % predicted: 89.47.

Manufacturer narrative:
(B)(4). The device was not returned for investigation; therefore, a physical/functional product analysis could not be performed. A review of the device history record (DHR) confirmed that batch 060110-77 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Respiratory infection and exacerbated asthma are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.